Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the manufacturing representative (rep) listened to their observations about their sudden onset of severe pain. They stated that therep walked them through their settings and determined that they should return to their physician/surgeon. The patient noted that they had x-rays to confirm the device was in place. They then met with a rep again and stated that all settings worked properly. The patient stated that the loss of therapy and pain was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported a loss of therapy. They stated that they have been having a lot of issues with pain the week of the report. The patient mentioned that they are fine when sitting, however, their pain starts if they begin to walk around. They noted that increasing and decreasing their stimulation settings did not resolve the issue. The patient communicated with the implantable neurostimulator (ins) at the time of the report, and the programmer showed that stimulation was on. They mentioned that they only have group a. The patient stated that the saturday prior to the report, they slipped off the couch and fell hard onto the floor. They then went rafting and was lifting their affected leg about 4 times, which is more than they typically do. The patient added that the pain is on the right side of their back, above the ins, and radiates down their right leg. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.